Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was performed. Electrical testing passed, but functional testing failed for volumetric accuracy. The original piston foam was removed and inspection revealed deteriorated piston foam. Upon conclusion of the investigation, the cause was determined to be deteriorated piston foam. The piston foam was scrapped and the device was sent to service. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved. No additional information is available.